Manufacturer narrative:
The user experienced a failed removal attempt and had two sensors inserted in the same arm causing signal interference. On (B)(6) 2024, the user's hcp successfully removed both sensors and inserted the user with the new sensor. No further investigation is required.

Event description:
On april 19, 2024, senseonics was made aware of an incident where the hcp failed to remove the user's sensor on the first attempt.